Manufacturer narrative:
The complainant was unable to report the device lot number; therefore the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Eventually, the clip was able to be released from the catheter. In the physician's assessment, during the malfunction, the clip pulled some tissue off. The procedure was completed with six more resolution 360 clip devices. Reportedly, the patient was admitted to another health care facility later that day due to continued bleeding. A partial right colectomy procedure was performed. The patient was then discharged and the patient condition was reported to be fine.